Event description:
This is #4 incident out of 4 blood leaks on the same lot # of dialyzers. Two had been used approx 7 times, and two were dry packs. Three incidents on same pt and the 4th incident on another pt. Ebl = 200 cc per incident. In all 4 incidents, pts were stable before and after treatment.